Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal aneurysm using a lantern delivery microcatheter (lantern). During the procedure, while advancing a lantern into a non-penumbra glide catheter, the physician experienced resistance and subsequently, the distal tip of the lantern became kinked at the hub of the glide catheter; therefore, the lantern was removed. The physician then switched to another lantern but it would not advance into the glide catheter; therefore, the physician removed the glide catheter. The procedure was completed using the same lantern and a new glide catheter. It should be noted that the first lantern was used with five coils before it became kinked. There was no report of an adverse effect to the patient.